Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during a shoulder arthroscopy, the "spider 2 tenet" had a broken prong and experienced an inconsistent attachment. The procedure was successfully completed without delay using a back-up device. No patient injuries or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
After further assessment of the information gathered by the manufacturer, it was identified that this event should be re-evaluated for MDR reporting. The original information stated that there was an inconsistent attachment which was interpreted to be related to a loss of traction which in the past has caused a serious injury, thus this event was reported as a malfunction. However after further clarification and new information received, it was determined that the issue was related to an electrical connection problem where the plug was not engaging or making a connection when placed in the plug receptacle. This failure mode does not represent a serious injury and the malfunction itself has never caused death or serious injury in the past, therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.